Event description:
It was reported that a vena cava filter allegedly did not reach wall apposition immediately and had a cephalad misplacement of approximately 2cm. The vaca was 20mm. The filter was not tilted. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The filter was not returned for evaluation as it remains implanted. Based on the info received, the results of the investigation was inconclusive. The current IFU (instructions for use): warnings: do not deploy the filter unless ivc has been properly measured. Position the retrieval hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant ste. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading.